Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir popped through the patients incision after a bout of constipation. A revision surgery was performed and the herniated reservoir was repositioned. No further information was provided.